Manufacturer narrative:
A new right ventricular lead was implanted. The abandoned lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that approximately one week ago, the patient with this right ventricular lead was involved in a car accident. The seat belt had pressed strongly against the implant area. Upon evaluation of the lead, noise, high impedances, loss of capture, and no sensing was noted on the ventricular channel. A chest x-ray was performed which revealed a fracture coinciding with the seat belt placement. A revision procedure was performed. The lead was surgically abandoned and replaced. All measurements were normal and the procedure successfully completed. No additional adverse patient effects reported.